Manufacturer narrative:
Bottle 10 (ethanol) was not in contact with the corresponding sensor for 22 seconds at 20:54pm on (B)(6) 2017, which is insufficient time to replace the reagent. The station properties for bottle 10 (ethanol) were reset at 20:54pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 10 prior to this action were: ethanol concentration=(B)(4), cycles=(B)(4), cassettes=(B)(4), days= 28. A user affirmed in the instrument software that the default concentration of (B)(4) was to be set at 20:54pm on (B)(6) 2017. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "super stat 3 hr" protocol started in retort a at 20:55pm on (B)(6) 2017, which comprised (B)(4) cassettes and completed successfully at 06:00am on (B)(4) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used in the final dehydration step of the "super stat 3 hr" protocol started in retort a at 20:55pm on (B)(6) 2017. Although the user affirmed in the instrument software that the reagent concentration in bottle 10 (ethanol) was to be set to the default value of (B)(4) at 20:54pm on (B)(6) 2017, the actual ethanol concentration of the reagent in bottle (B)(4) remained unchanged because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The ethanol concentration in bottle (B)(4) remained unchanged at (B)(4), from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is (B)(4). The consequences of using reagent at a concentration less than the minimum required for the final dehydration and/or clearing steps in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "super stat 3 hr" protocol started in retort a at 20:55pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 20:55pm on (B)(6) 2017. The facts suggest that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "underprocessed" tissue of approximately 260 blocks from one (1) processing run in retort a. The complainant advised that strong smell of formalin was detected and no error codes had been displayed. On (B)(6) 2017, a leica field support specialist (fss) attended the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances, with the exception of bottles 5-7 inclusive and bottle 10. The measured ethanol concentration in bottles 5-7 inclusive and 10 were (B)(4), and the calculated concentration were (B)(4) respectively. The fss advised the laboratory to replace bottles 10-14 inclusive and the wax in all four wax chambers. On (B)(6) 2017, leica biosystems melbourne received information that all the cases from which tissue samples exhibited sub-optimal tissue processing, were diagnosable.